Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer did not know the blood glucose reading. The call was dropped before any troubleshooting could be performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.